Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided inappropriate anti-tachycardia pacing and delivered three inappropriate shocks. Technical services reviewed and advised therapy was possibly delivered because to rapid ventricular response due to an atrial arrhythmia. Therapy delivered did not convert the rhythm. This ICD remains in service. No additional adverse patient effects were reported. Additional information was received from the field representative and this ICD was reprogrammed with a higher ventricular fibrillation zone. In addition, the patient has also undergone an ablation procedure. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided inappropriate anti-tachycardia pacing and delivered three inappropriate shocks. Technical services reviewed and advised therapy was possibly delivered because to rapid ventricular response due to an atrial arrhythmia. Therapy delivered did not convert the rhythm. This ICD remains in service. No additional adverse patient effects were reported.